Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "nonunion or delayed union, which may lead to breakage of the implant". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 9 MDR's filed for the same event (reference 1825034-2016- 03706 / 03708 / 03709 / 03710 / 03711 / 03712 / 03713 / 03714 / 03715).

Event description:
Legal counsel for patient reported that patient underwent a left shoulder hardware removal procedure approximately 4 months post-implantation due to delayed healing and screws backing out. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes reported the surgical neck portion of the fracture was found to not have healed and the humeral head was extremely soft. The plate and screws were removed and replaced with competitor product.